Event description:
It was reported that an ilet insulin pump was dropped and the insulin cartridge became stuck inside the device, preventing removal or replacement of the cartridge. Customer care provided support which included troubleshooting education with the caregiver, instructions on device shutdown to avoid alerts, verification of shipping and return logistics. Investigation of this case revealed a mechanical obstruction of the cartridge within the pump housing following a drop event. No injury and no adverse clinical effects reported. Outcomes included no impact on health or medical care beyond device usability. It was concluded that the event was consistent with device damage due to handling, with no evidence of a device malfunction related to normal use.